Event description:
It was reported that the patient presented with a long history of low back pain. She had had a plethora of studies including diskography, as well as an MRI scan. The patient had spondylolisthesis at ls-s1 and had failed conservative measures. The patient underwent 1) l4 and l5 decompressive laminectomy with bilateral l4-5; 2) bilateral l5-s1 diskectomies; 3) bilateral l4-5 and l5-s1 posterior lumbar interbody fusion utilizing peek implants; and 4) l4, l5, s1 pedicle screw fixation, posterolateral fusion utilizing bmp, putty and patient bone. Per op notes, there was an isthmic spondylolysis and spondylolisthesis at l5 with obvious pars defect in the lamina. A complete laminectomy of l4 and l5 lamina was performed, as well as complete facetectomy at l4-5 and l5-s1 bilaterally. A bilateral discectomy at l4-l5 and l5-s1 was then performed. Pedicle screws were placed bilaterally. Bilaterally 12.0 x 22mm grafts were packed with bmp in the interspace at l5-s1 and l4-5. Rods were placed across the screw heads, nuts across the rods, and then screws were placed under compression at l4-5 and l5-s1. No patient complications were noted. Reportedly, sometime post-op, the patient developed unspecified injuries.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.